Event description:
It was reported that the 9800 system locked up in mag mode and the screen went black during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was found to be working and put back into service.